Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 367 (mg/dl). Customer reported that they noticed air bubbles in the patient line prior to changing pump supplies. Customer changed pump supplies and administered a bolus with the pump to treat their bg level prior to calling tandem technical support.